Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2025. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the receiver/stimulator has shifted inferiorly from its original placement around (B)(6) 2025 (specific date not reported) which eventually leads to the extrusion. Correction (b5): there was no fistula at the implant site as previously reported in initial MDR [6000034-2025-03309] on september 18, 2025. Device analysis report attached.